Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was previously surgically abandoned. Overtime, this ra lead dislodged to the ventricle which caused noise, oversensing and inappropriate shocks on the patient's right ventricular (rv) lead. The rv lead was then surgically abandoned. In addition, during the revision of the rv lead, the ra lead again caused noise and oversensing on an attempted implant. At this time, the ra lead still remains surgically abandoned. No additional adverse patient effects were reported.